Event description:
The patient's implant was done on an outpatient basis. The next day, the patient went into the physician's office. The patient had oozing at the site. The physician examined the incision and felt there were no issues there; he felt that some of the oozing might have just been the saline he flushed with and the incision looked well. The patient also had a urinary retention issue. The physician consulted a urologist and they agreed to catheterize the patient later that day. The patient was given some options to go back into the hospital or back to his primary care; it was thought that he did the later. The patient experienced the following day. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).